Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: during piezo activation, the pump measured within specification. The original complaint of ¿quiet audio¿ was unable to be duplicated. All the audio sounds were set to ¿high¿ except the temperature basal which was turned off. The pump was opened to inspect the piezo and there were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.